Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The getinge fse reported that the device was tested for over a week with no issues. The device is back in use. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 full initial reporter name: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a gas gain circuit issue. There was no patient injury or harm reported.